Manufacturer narrative:
(B)(4). Events reported in 2210968-2021-02664. Additional information was requested and the following information was obtained: no patient consequence. Procedure: implantation of an eventration plate. A manufacturing record evaluation was performed for the finished device batch number pmr941, and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown orthopedic procedure on (B)(6) 2021 and a suture was used. During the procedure, the suture pulled off the needle. Another like device was used to complete the procedure. There were no adverse patient consequences reported. Additional information was requested.

Manufacturer narrative:
(B)(4). Date sent to FDA: 04/21/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 analysis summary: the product was returned to ethicon inc for evaluation. Visual inspection and functional test evaluation were conducted on the returned devices. Visual analysis of the returned sample determined that two unopened samples of product code 8832h was received for evaluation. Visual inspection of the unopened samples the swage and attachment area was noted to be as expected. The sutures were dispensed without problems and examined along the strands and no defects or damage were observed. A functional test was performed using an instron and the pull force was above the minimum requirements. The device performed without any defect noted. Events reported in 2210968-2021-02663, 2210968-2021-02664, (B)(4). Date sent to FDA: 04/21/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.